Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, she was taken to the hospital for elevated blood glucose (bg) and diabetic ketoacidosis. The patient¿s bg upon time of admission was reportedly 447mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient was reportedly released to go to another hospital, but details were not provided. The patient was a poor historian and could not provide details of treatment. The patient had reportedly run out of test strips and could not check bg, and thought she was having a low bg and had soda and cake. Customer technical support determined that this likely contributed to the reported incident. The healthcare provider (hcp) reportedly told the patient that they felt the pump was malfunctioning and advised her to come off the pump. The patient reportedly continued on insulin pump therapy after release from the hospital. Customer technical support reviewed the pump with the patient and found the alarm history showed normal use and the total daily dose history showed the basal rate was delivering appropriately; however, a review of the bolus history did not show enough boluses. The bolus history showed only two boluses on (B)(6) 2013, three boluses on (B)(6) 2013, no boluses on (B)(6) 2013, one bolus on (B)(6) 2013, and no boluses on (B)(6) 2013. The patient stated that she programmed more boluses than what was recorded in the bolus history. The patient noted that she has multiple sclerosis and is taking several medications: trazadone, vitamin d3, baclosen, diazepam, proxetine xl, carisoprol, toslterodine, simvastatin, and asa copaxone. The patient had reportedly been advised by her hcp to come off the pump prior to the reported incident due to previous bg elevations. Use error was determined to be a contributor in the alleged incident. This complaint is being reported based on the allegation that the pump was malfunctioning and the patient experienced hyperglycemia requiring medical intervention, and due to the alleged bolus history discrepancies.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/03/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that an auto off alarm occurred on 06/17/2013 at 5:08 am; insulin delivery was not resumed after the alarm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An auto off alarm was duplicated during testing and the pump emitted the appropriate audible alert and displayed the appropriately warning message. No delivery related defects were found during testing.